Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro during the cutting/coag part of the procedure, the wires from the device became dislodged from the jaws. Another hemopro 2 device was opened and the case was completed without any patient injury.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro during the cutting/coag part of the procedure, the wires from the device became dislodged from the jaws. Another hemopro 2 device was opened and the case was completed without any patient injury.

Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood was observed. A visual inspection was conducted. Small amounts of tissue and charred blood were observed on the heating element. The heater wire was flexed away from the hot jaw with detachment at the tip. The wire remained in place at the base of the jaws. A microscopic inspection determined the silicone was not peeled at the tip of the cold jaw and remained attached. No other visible defects were observed. Based on the returned condition of the device, the reported failure ¿bent wire¿ was confirmed. Specific actions for the failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro during the cutting/coag part of the procedure, the wires from the device became dislodged from the jaws. Another hemopro 2 device was opened and the case was completed without any patient injury.